Event description:
It was reported the pt is not receiving any stimulation therapy. A diagnostics of the scs system indicates the lead has invalid impedances. Appointment for x-rays of the lead is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.